Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the ok button was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 10/03/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/12/2017 with the following findings: during investigation, no intermittent, unresponsive, or over-responsive keys were duplicated. The keypad was removed to find no defects to the button contacts. The pump was opened to find no defects to the keypad connector.